Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was reported to be cancer related. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer suffered with the disease for the past two years, then it advanced during the past month. The customer was diagnosed with diabetes twelve years ago, but he was not experiencing complications. The customer's blood glucose at the time of death was 201 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window. The customer daily insulin total average was 30.0 to 100.25 units, the total basal insulin from 21.0 to 45.75 units and the total bolus from 3.6 to 54.5 units of insulin. Two weeks of data were listed for the date of (B)(4) 2015.